Event description:
It was reported that, "in the middle of an arthroscopy case the tomcat shaver blade, f - series - 4.0mm broke at the base. All debris was removed without any consequences." The procedure was completed successfully with another blade.

Event description:
It was reported that, "in the middle of an arthroscopy case the tomcat shaver blade, f - series - 4.0mm broke at the base. All debris was removed without any consequences." The procedure was completed successfully with another blade.

Manufacturer narrative:
An investigation has not been completed for this event at this time. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Biological material was observed on the distal tip of the device, indicating the device was used clinically. The distal tip of the inner shaft was observed to be broken and detached. Galling was observed on the inside the distal tip of the outer shaft. The results of the investigation performed indicated that the returned device was observed to have a broken/detached distal tip on the inner shaft, substantiating the facility¿s reported issue. Based on the galling inside the distal tip of the outer shaft, the most likely causes for the reported issue were determined to be: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Product surveillance will continue to monitor complaints of this type for adverse trends. The lot control sheet (lcs) documenting the processing of the device in question could not be reviewed as a stryker sustainability solutions lot number was not reported. The instructions for use (IFU) for arthroscopic shavers (as) states the following applicable warning related to this failure mode: do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. This report was filed as a malfunction due to sss being in a 2 year reporting cycle for a tip breaking off and medical intervention was required to remove the tip.